Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly evaluated. Laboratory analysis confirmed the reported clinical observations. A capacitor failure was observed on the input/output printed circuit board (pcb), and the power supply cable caused on error during testing. Therefore, the pcb and the power supply cable were replaced. The programmer then functioned normally during testing.

Event description:
Boston scientific received information that a burning smell was noted with this programmer during a device check. However, the programmer was used successfully to check four devices. When the fifth patient was seen, the electrograms disappeared from the programmer screen. Then, white smoke was emitted and a strong burning odor was present. The programmer was unplugged from the wall. No adverse patient effects were reported.

Manufacturer narrative:
The programmer will be returned for laboratory analysis. This report will be updated when analysis is complete.